Event description:
A patient reported blood glucose results of 48, 56 mg/dl and 101 mg/dl with a lifescan meter, performed within 11-20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= the meter in terms of precision.